Event description:
It was reported by an attorney that patient underwent a recurrent umbilical hernia repair on (B)(6) 2006 with a mesh hernia system due to recurrent incarcerated umbilical hernia. The patient experienced pain, erosion and urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.